Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm that appeared on the home choice (hc) machine. The patient was not connected. The home patient (hp) pressed go before connecting and the initial drain started. The technical service representative (tsr) had the hp cycle power. The hp will restart with new set up. There was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4).this complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).